Event description:
Injured slightly on the inside of cheek [mouth injury]. Brush heads only stay loosely attached to the metal pin / oral-b [device connection issue]. Fall off mid-brushing / oral-b [device breakage]. Female consumer via phone stated that the oral-b toothbrush heads only stayed loosely attached to the metal pin and then fell off mid-brushing. She injured herself slightly on the inside of her cheek. No serious injury was reported. 28-jan-2022 case update: the suspect product lot was af61531041. No serious injury was reported.

Manufacturer narrative:
07-mar-2022, product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Injured slightly on the inside of cheek [mouth injury]. Brush heads only stay loosely attached to the metal pin - oral-b [device connection issue]. Fall off mid-brushing - oral-b [device breakage]. Female consumer via phone stated that the oral-b toothbrush heads only stayed loosely attached to the metal pin and then fell off mid-brushing. She injured herself slightly on the inside of her cheek. No serious injury was reported.